Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that there was no implant inside the vial. During surgery the package was opened, there was only an outer bottle in an outer paper box, and no implant was in the vial. 10 minutes delayed, new implant same model was placed. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.1mm,sbm,10 (tsv4b10) and packaging were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is not applicable. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63857995). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63857995) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.1mm,sbm,10 (tsv4b10) was not returned, however the packaging was has been returned. Since product has not been returned, visual/functional evaluation of the listed item could not be performed. The investigation has been performed based on the available information and the packaging. Packaging has an open vial and IFU papers. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is not applicable. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63857995). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63857995) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable as the DHR review did not indicate any non-conformance during the packaging phase. The event is more likely due to customer error in handling and storage of the product outside of zimmer biomet control. The following sections have been updated: h3 other text : device not returned.